Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a lump on her spine between the pads. The lump itself was present prior to the lifevest, however the placement of the pads are making it worse. The area is warm, red and raised. There was no alleged device malfunction contributing to the irritation. Patient went to a physician and the lump was drained and cleaned out. Follow up indicated that the lump is on track to heal.